Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) days post procedure, the patient was found unresponsive and admitted to the emergency room where a pericardiocentesis was performed. The patient was experiencing a pericardial effusion with cardiac tamponade. There were no other complications that were reported to have occurred. The patient made a full recovery from this event and has been discharged from the hospital.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) days post procedure the patient was found unresponsive and admitted to the emergency room where a pericardiocentesis was performed. The patient was experiencing a pericardial effusion with cardiac tamponade. There were no other complications that were reported to have occurred. The patient made a full recovery from this event and has been discharged from the hospital.